Event description:
During a quad repair both implants broke on insertion. The broken portion of the implants remain in the pt's bone. No adverse consequences reported with the pt as a result of event. The device is used for treatment.